Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure on unknown date. The procedure was performed under local anesthesia. Fiducial markers were placed transperineally prior to the injection. The patient started intense modulated radiation treatment (imrt). Five days later, on (B)(6) 2023, the patient went to the emergency room (ER) with pain in the rectal area. Computed tomography (CT) was done, this was assessed as rectal wall thickening consistent with radiation proctitis. The patient received anti-inflammatories before being sent home. The radiation treatment was continue as planned, a total of eight fractions were given. After this, the patient's physician decided to stop the radiation treatment. The patient's physician looked at scan of spaceoar and stated that the hydrogel was prominent and easily seen, it was also noted that the rectal lumen looked fine. Then the patient returned to the ER with increasing rectal pain. Magnetic resonance imaging (MRI) was performed, this time was read as rim enhancing lesion with fluid in it that is separate from the rectal wall and sits on the poster prostate consistent with potentially hematoma or postoperative change. The computed tomography (CT) was reviewed in a second opinion and confirmed that in the CT the hydrogel was located in the correct location, however, there was a rim of tissue around the fluid, this tissue appeared to be separated from the rectum as was noted in the MRI report. The patient is currently on antibiotics and an anti-inflammatory medication. He has not had further symptoms like fever; therefore, the possibility of infection was ruled out. It was also noted that the patient's symptom of pain has improved. It is unknown if the patient continued with his radiation treatment at the time of this report. The patient condition was reported as stable and has been discharge of the hospital at the time of this report.